Manufacturer narrative:
Kimberly-clark was initially alerted on april 2, 2019 however we received sufficient information to enable processing of the event on april 30, 2019. K-c has reached out to the reporter to request further consumer information including product information and situation details. We have verified that the reported lot number is the same as a lot number that is part of the u by kotex sleek tampons, regular absorbency 2018 recall. However, the lot code provided was for a product that contained multiple absorbencies. The consumer did not provide an absorbency, we are unable to confirm the product is part of the recall. Therefore we are unable to provide an UDI number or model. Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
The information provided indicated that the consumer reported the tampons fell apart upon removal and she had to manually remove the tampon pieces.